Event description:
Caller reported a cartridge alarm 20 that occurred during both the load process and normal pumping. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support confirmed that consecutive cartridges caused alarms and decided to replace the pump. The caller was advised to switch to mdi as a backup therapy to ensure uninterrupted insulin delivery and was informed about the software version of the replacement pump. Various instructions were provided for handling the return of the faulty pump and setting up the replacement device, which the caller understood and acknowledged.